Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower readings issue with the adc device. The customer reported sensor readings between 150 - 180 mg/dl. The customer was vomiting and felt sick and went to hospital where blood sugar was not checked, and the customer diagnosed with gastroenteritis and sent home after anti-nausea drip. The next day, 23 dec, the customer's symptoms did not improve and they went to another hospital where a laboratory blood glucose result of 699 mg/dl was obtained as compared to a sensor reading of 137 mg/dl. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. The customer was diagnosed with diabetic ketoacidosis and admitted to hospital. The customer was treated with humulin r insulin (dose unknown) and saline infusion via IV drip and syringe pump. The customer was discharged on the 26th of december. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower readings issue with the adc device. The customer reported sensor readings between 150 - 180 mg/dl. The customer was vomiting and felt sick and went to hospital where blood sugar was not checked, and the customer diagnosed with gastroenteritis and sent home after anti-nausea drip. The next day, 23 dec, the customer's symptoms did not improve and they went to another hospital where a laboratory blood glucose result of 699 mg/dl was obtained as compared to a sensor reading of 137 mg/dl. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. The customer was diagnosed with diabetic ketoacidosis and admitted to hospital. The customer was treated with humulin r insulin (dose unknown) and saline infusion via IV drip and syringe pump. The customer was discharged on the (B)(6). There was no report of death or permanent injury associated with this event.